Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The customer did not keep the drain. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the (B)(6) male patient was draining normally. Intensive care unit (ICU) nurses were repositioning the patient in the bed when the drain line became disconnected from the catheter. It was reported that there didn't appear to be a break or product malfunction in the connector or the catheter, rather it was the nurse's assumption that it simply came apart. The nurse applied a hemostat to the catheter to prevent additional cerebrospinal fluid (csf) leaking and called for neurosurgery - to replace the drain. There was no patient injury and no delay in the procedure. Additional information has been requested.